Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the ndle 18ga 1-1/2in blt fill nc tw shld experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: we received the information that there have been cut-out issues with the blunt fill 303129 when using the product with the biontech ampoule. The user describes rubber parts in the solution. According to our sales rep, ampoules are punched several times. The customer commented the following: after several complaints regarding the suitability of the cannula and reconstitution of the vaccine from the company biontech/pfizer we have decided to block the use of these cannulas so they are not being redistributed to vaccination units and institutions. According to the description, particles are being cut out from the septum and get in the medication. This prevents a qualitative reconstitution of the medication before vaccination. Moreover, the manufacturer of the vaccine explicitly recommends the use of 21 g cannulas. There are about 210.000 packagings of these cannulas in the warehouse that were blocked for use.

Event description:
It was reported that the ndle 18ga 1-1/2in blt fill nc tw shld experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: we received the information that there have been cut-out issues with the blunt fill 303129 when using the product with the biontech ampoule. The user describes rubber parts in the solution. According to our sales rep, ampoules are punched several times. The customer commented the following: after several complaints regarding the suitability of the cannula and reconstitution of the vaccine from the company biontech/pfizer we have decided to block the use of these cannulas so they are not being redistributed to vaccination units and institutions. According to the description, particles are being cut out from the septum and get in the medication. This prevents a qualitative reconstitution of the medication before vaccination. Moreover, the manufacturer of the vaccine explicitly recommends the use of 21 g cannulas. There are about 210.000 packagings of these cannulas in the warehouse that were blocked for use.

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided lot number 201120. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the picture, a particle was observed within the cannula, which confirmed the reported defect. As no abnormalities were identified during the manufacturing process related to coring and taking into account the preventive measures in place, the coring effect was unlikely caused by poor or insufficient de-burring during the manufacturing process. The cannulas are inspected for point conditions, cleanliness, clogging, and crashed cannula, measurements are taken, and penetration tests are performed. The stopper conditions and the handling of the product could have played a role in the coring defect. The needle should penetrate the stopper at a 90º angle to minimize the risk of the cannula catching the internal wall of the vial stopper. H3 other text : see h10.